Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery low alarm was identified during visual inspection and event history log review. The cause of the condition was determined to be a fully discharged battery. To correct the condition, the batteries were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.